Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to the operator interrupting the software update by opening the lid.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not available, if needed. There was no patient use associated with the reported event